Event description:
It was reported the balloon detached from the catheter shaft as difficulty was encountered removing this balloon catheter through an introducer sheath following successful dilatation during a popliteal angioplasty. The balloon had been inflated multiple times. The detached balloon material remained in the sheath. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow up revealed this balloon catheter was inflated multiple times and the vessel was termed "ratty." These factors may have contributed to this event. Directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."